Manufacturer narrative:
H6: health effect- clinical code: 4581- monovision. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A healthcare professional reported an article titled "comparison of adhesion of immortalized human iris-derived cells and fibronectin on phakic intraocular lenses made of different polymer base materials". The article states there was a case in which the lens was explanted and replaced for monovision. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim#: (B)(4).